Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vticm5_13.2 implantable collamer lens of diopter -9.5/5.5/112 (sphere/cylinder/axis) tore/broke before/during loading on (B)(6) 2023. There was no patient contact. A replacement lens of the same model and length was implanted the same day. This resolved the problem. No injury reported. Cause reported as unknown. Claim #(B)(4)

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticm5 13.2, -09.5/5.5/112 (sphere/cylinder/axis), implantable collamer lens tore before/during loading. No patient contact. Back up lens implanted. Additional information has been requested but none has been forthcoming.